Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient has been in physical therapy (pt) and began to have a sudden terrible pain since (B)(6), from the spine over the hip and down the leg (over the hip area, down the side of the thigh, and across the thigh just before the knee) and it is sciatica pain. Patient was having difficulty at physical therapy from it, so the physical therapist reduced her exercises this week. Patient states it seems like something has slipped with the thing, and their physical therapist said either the thing has slipped or it is coming from her back. It was noted the patient had a total knee replacement of her left knee on (B)(6) 2018, unrelated to the implant and this was the reason for pt. Patient noted she had back pain/issues 15-20 years ago and when she had that pain, it included pain over her left hip when she had the back issues. The patient has not had any back problems or pain for 10 years until now. Patient noted she has spinal stenosis and the implant was placed on the right side due to her issues on the left side. When patient would sleep, she would stretch over her operative leg, and the therapist thought the current issue might be from her overstretching it. Patient states she turned the implant off (B)(6) 2018, which had no change patient only gets relief from ice on that whole side of the body/hip. There were no falls/trauma noted. Patient was advised to see their managing physician to get the implant checked. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the cause of the implant slipping or movement was not the device, the patient continued that it was possible overactive use of their right side to compensate for the left side - total knee replacement. The patient noted that the sciatica of their right leg resolved by the time they got to their appointment to see their therapist. The patient reported the steps taken to resolve the implant slipping were that they turned off the machine on 2018-(B)(6) as they previously reported, since they could not see their healthcare provider until 2018-(B)(6). The patient continued that they saw a healthcare provider and had a spinal x-ray where the spine was noted to look good until l4-l5. The patient stated their physical therapist felt that it was probably overactive use of their right leg to compensate for their left. The patient reported that their device was back on as of 2018-(B)(6) and it was functioning, they noted no increase in sciatica in their right leg. No further complications were reported.